Event description:
Additional information: the needle was either slow to retract or did not retract at all when the button was depressed. There was no harm reported to a patient or device user. I do not know the specific number of occurrences in total, however, I would estimate greater than five occurrences being reported. I do not have the specific dates for each reported event. I reported the product compliant on (B)(6) 2023. An incident occurred on such date as well as additional occurrences on days prior to and following that date.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd iag bc pro global is difficult or unable to retract. The following information was provided by the initial reporter: safety device on IV catheter are difficult or unable to retract.